Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) had a display failure. There was no patient involved.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a fse evaluated the device and found upper display contains multiple lines upon inspection. Replacing the lcd did not resolve the issue; however, replacement of the entire display assembly successfully corrected the problem. The repair was completed successfully, and the product passed all functional and safety tests in accordance with manufacturer specifications.

Manufacturer narrative:
Other contact person: (B)(6). Other event site email: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a display failure. There was no patient involved.